Event description:
Customer reports that video cable is slippery. The facility reported that an or nurse slipped on the video cable, lost her balance and fell. This resulted in injury to the nurse's right knee and right side of forehead. This event occured while the nurse was going to get a pair of surgical gloves. The cable was located on the or floor at the time of event.